Manufacturer narrative:
Upon investigation, the technician noted the lift strap appeared to have a crease approx. 18 inches from the end of travel and the strap appears to have folded over on drum inside the lift. When the strap unfolded it lead to the sudden drop. The lift is operating properly at this time. The emergency release is operating normally. The patient's mother stated when they are raising the lift for storage, no tension is put on the lift strap which appears to have allowed the strap to fold up inside the lift. The lift strap is excellent condition. According to 7en120115 rev. 7, hill-rom states that the user shall always before lifting make sure that the lift strap is not twisted or worn and can move in and out of the lift freely. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the consumer performs preventative maintenance on this lift. The investigation indicated that there was no evidence of a malfunction. Hill-rom was unable to duplicate the alleged condition and the device performed as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating when lifting a patient, the lift strap suddenly released a distance causing the patient drop under the bath water. The patient's mother had to get into the tub to lift her up out of the water. She was able to get her out of the tub and back to bed. The patient has a trach and aspirated some of the bath water. The mother performed deep suction and placed her on o2. When she auscultated her lungs, she heard gurgling. The patient was also having chest retractions. She took her to the hospital where she was admitted to the ICU with aspiration pneumonia and put on clindamycin. She was discharged after three days and is fully recovered now and is back to school. The device was located in the bathroom at the patient's home at the time of the incident. This report was filed in our complaint handling system as complaint (B)(4).